Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a chest vibration and pain sensation. The boston scientific technical services consultant reviewed the transmission report which indicated that there were no recent episodes, all lead measurements were within normal limits and discussed that this ICD does not vibrate. The physician informed that the patient would be admitted to the hospital due to elevated level of cardiac enzymes. As of this time, this ICD remains in service. No adverse patient effects were reported.